Event description:
Reporter alleged obtaining the results of 184 mg/dl and 49 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate her breakfast as she normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.